Event description:
It was reported that the pump touchscreen timed off sooner than expected and that the insulin gauge was inaccurate. Customer's blood glucose was 322 mg/dl. During troubleshooting with tandem technical support, the issue was resolved and insulin delivery was successfully resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.